Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead exhibited high pacing impedance. The reported lead was not installed and the procedure was completed with an alternative lead on 15 aug 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual, x-ray examination, and electrical testing did not identify any anomalies.